Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported resistance was felt. To aid in the investigation twenty-two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The twenty-two samples expelled the solution with a normal flow. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2018056. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2018056 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Event description:
It was reported that the bd safety-lok needles were clogged/blocked. The following information was provided by the initial reporter: "can you lead me in the right direction to proceed with this? Customer attached their hospital rl stating unable to push plunger to clear air bubble in flu vaccine syringe. Resistance felt without movement of vaccine air bubble into needle cap. Tried 3 times without success. New, different injection needle placed on syringe with success and this worked appropriately. There were remaining injection needles from that box mixed in with needles already present in bin. Unable to separate lot2018056needles from those remaining in the bin. Remaining box of needles lot 2018056 sequestered so they couldn't be used in employee health's ns."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.